Event description:
It was reported that an ilet display appeared pixelated and was not retaining dexcom g6 blood glucose values, and the user disconnected during an attempt to perform a firmware update. There were no reported clinical effects, and there was no reported impact on health or daily activities. The investigation included customer troubleshooting and education, with a planned firmware update. Investigation of the case revealed a suspected device display issue and intermittent data handling from the cgm, with resolution expected through a firmware correction. Based on previously established findings for similar reports, it was concluded that the cause was software-related performance consistent with known firmware behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.